Event description:
Overdelivery reported. The pump was set to infuse d5 .45ns at 75ml/h primary with a concurrent secondary of morphine 100mg/100ml ns at 11ml/h. A nurse reported that approx 1.25 hours later, when the display showed 13ml had infused, "the bag was almost half empty." The patient had no signs or symptoms of oversedation and remained awake and alert. The nurse also reports that when she switched out the pump and changed the tubing, she noted "air in the cassette but no air alarm had occurred." No add'l info was available.